Manufacturer narrative:
B3: the event occurred between november 07, 2024- december 09, 2024. H4: the lot was manufactured between november 16-20, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusor underinfused during infusion. It was observed that there was remaining medication within the devices at the time of the expected therapy time was completed. It was also observed that the devices would take longer than the expected therapy time to complete the medication delivery. This issue was described as, ¿are always 85-90% infused¿ and ¿left one running (after disconnecting it from pt and it was still running 3 hrs later which means a total of 27 hrs)¿. These contained benzylpenicillin 14400mg in 240ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.